Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on a fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one pitch cable frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. The electrical continuity test was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.